Event description:
As reported, a 6mm x 40mm precise pro carotid self-expanding stent (ses) delivery system was opened and found to have approximately 2mm of stent exposed. Premature stent deployment was observed prior to device manipulation. The device was not used, and a non-cordis device was used as a replacement. There were no reported patient injuries. This was during a carotid angioplasty procedure. The device was stored per the instructions for use (IFU), and there was no damage to the device packaging prior to use. There was no difficulty removing the device from the packaging. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 40mm precise pro carotid self-expanding stent (ses) delivery system was opened and found to have approximately 2mm of stent exposed. Premature stent deployment was observed prior to device manipulation. The device was not used, and a non-cordis device was used as a replacement. There were no reported patient injuries. This was during a carotid angioplasty procedure. The device was stored per the instructions for use (IFU), and there was no damage to the device packaging prior to use. There was no difficulty removing the device from the packaging. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6mm x 40mm precise pro carotid self-expanding stent (ses) delivery system was opened and found to have approximately 2mm of stent exposed. Premature stent deployment was observed prior to device manipulation. The device was not used, and a non-cordis device was used as a replacement. There were no reported patient injuries. This was during a carotid angioplasty procedure. The device was stored per the instructions for use (IFU), and there was no damage to the device packaging prior to use. There was no difficulty removing the device from the packaging. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18394593 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿stent delivery system (sds) deployment difficulty premature/during prep¿ could not be observed as the device was not returned for analysis. The exact cause of the stent exposure event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. As per the instructions for use (IFU), the device is shipped with the valve in the open position. Care should be taken not to pre-deploy the stent. The device should be prepped in the tray and the valve should be closed prior to removing the device from the tray. Neither the device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.